Event description:
It was reported the customer had a motor error alarm during a bolus. The customer stated they did not expose their insulin pump to a high magnetic field. It was found the customer had seven motor error alarms in the past 30 days. Customer stated they were able to rewind their insulin pump. Customer's blood glucose was 240 mg/dl. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.